Event description:
It was reported that the customer received a change sensor alarm. The insulin pump's sensors were bent. The customer's blood glucose level was 132 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. One of 2 sensors failed for low readings, 1 remaining sensor passed per specification with accurate readings, and found both cannulas bent.